Event description:
Customer called on (B)(6) 2011 reporting of a small drip at the probe wipe block in the left hand side compartment of the ac.t 5 diff instrument. Customer was unable to identify the leak but suspected that the leak was caused by a worn out o-ring. Customer noted that proper personal protective equipment consisting of gloves, gown and goggles was worn at the time of the incident and no one was exposed to the leak. Customer mentioned that the drip was first noticed on ((B)(6) 2011) and the controls ran recovered within specifications. Customer also noted that patient results were not affected by the leak. Field service engineer (fse) contacted the customer to troubleshoot the issue but the customer had already resolved the leaking issue. Customer did not identify the root cause of the leak and did not provide the fse with further information regarding the leak. No further details could be obtained from the customer regarding the leak.

Manufacturer narrative:
Conclusion: the leak was resolved by the customer. (B)(4). The leak was resolved by the customer.